Event description:
We received a report from a consumer, who is a nurse, that she met a (B)(6) female who was being treated for acanthamoeba keratitis. The reporter was at a treatment facility when she met the patient. The patient indicated she had been using complete multipurpose solution easy rub formula as part of her lens care regimen. The reporter could not provide any further details. The reporter is not involved in the patient's care.

Manufacturer narrative:
Lot number of solution used by patient is unknown, and the manufacturer does not have any patient information that would allow us to further our investigation of lot number and adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have no received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have... All pertinent information available to the manufacturer has been submitted.